Event description:
Initial hba1c result of 10.1% and 8.0% on 2 different pt samples. Same samples repeated recovered 15.0% and 11.2% respectively. No info provided to deterine if results were used to guide therapy. The field service rep determined the issue was related to the sample probes. The instrument was repaired. Performance check tests were performed and within specification.